Manufacturer narrative:
The cartridge was not retained for investigation. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on june 5, 2017 that on (B)(6) 2017, a (B)(6)-year-old male patient was receiving standard hemodialysis in center for the first time. Within approximately 30 minutes, the patient experienced nausea and a slight decrease in blood pressure. The patient completed treatment without additional symptoms and no medical intervention was required. The patient continues to treat using the system without issue.